Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a large volume infusor ruptured during filling with fluorine and normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from september 26, 2014 ¿ september 27, 2014. The sample was not returned; however, a photograph was provided for evaluation. During photographic inspection fluid was observed within the housing of the device; however, no signs of the reservoir being ruptured could be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.